Manufacturer narrative:
Follow-up #1 date of submission 01/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2015 with the following findings: a review of the black box data showed multiple call service 162 warnings due to zero equal force. During testing, the pump powered on with a call service 127 alarm. The original complaint could not be fully investigated due to this. The pump reference voltage was measured and was found to be below specifications. A defective capacitor on the printed circuit board was removed and the reference voltage returned to specifications. The pump was then powered on and was exercised with no additional failures observed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.